Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently frozen and unresponsive. Customer¿s blood glucose level ranged between 150-301 mg/dl. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.